Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. The allegation in this complaint was confirmed to be a complaint. The root cause was determined to be user error. In consequence the user received training. There was unspecified potential patient harm. Therefore, the complaint is deemed reportable.

Event description:
Rt complained that vent alarmed low oxygen and failed on patient. No elaboration on patient harm.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between (B)(4) 2022 at the ems and bonaduz sites.  Low oxygen alarm. Patient harmed. Hamilton medical ag tried more than 3 times to obtain more information concerning the aledged patient harm from the customer. No reply was received. The event was caused due to lack of clinical training. Regardless of situation I ran tests and func tests on machine for longer duration. No problems found. Account manager touched base with clinical team and relay training. The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient if it were to reoccur.

Event description:
Rt complained that vent alarmed low oxygen and failed on patient. No elaboration on patient harm.